Event description:
Patient was implanted with lcp one-third tubular plate and screw construct on (B)(6) 2013. Reportedly the plate broke post-operatively approximately 6 weeks after implantation. Patient was returned to the or for removal of hardware on an unspecified date. No additional information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.reportedly the the plate broke post-operatively approximately 6 weeks after implantation on (B)(6) 2013, approximate date of breakage was (B)(6) 2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed.

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis the plate (241.361) is among a series of synthes small fragment locking compression plates (lcp)and are intended for fixation of fractures, osteotomies and nonunions of the radius among other applications involving small fragments (technique guide j3908-j). The received plate is broken centrally through the 4th of 6 holes. The break is homogenous and provides for good material conformity. Also, 6 stainless steel cortex screws were also received and are all intact. Insufficient reduction, suitable strength plate and/or patient compliance is likely to have been a factor in the breakage of the plate based on review of supplied x-rays. It is likely that the application/method of use and/ or patient compliance has resulted in this complaint rather than a design deficiency. The device is determined to be suitable for its intended use.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received for evaluation.

Event description:
Reportedly the patient is a young healthy, active female. On an unspecified date, the broken plate was removed and replaced with a lcp (locking compression plate) diaphyseal-metaphyseal plate. The procedure was extended by approximately 14-30 minutes.

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Event description:
This report is 1 of 2 for (B)(4).